Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to a carescape r860 when it was alleged that the patient desaturated. It was reported that the unit indicated the patient was incorrectly alarming indicating the patient was disconnected. Reportedly, the patient was switched to an ambu bag, and the unit was replaced during the case. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare (gehc) investigation has been completed and the root cause of the patient desaturation could not be determined. The gehc field engineer completed a review of the unit and system logs and determined there was no malfunction of the gehc device.